Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon attempted to insert a 5.0mm locking (from an older packaging design), but was unable to get the screw to pass through the nail. The surgeon switched out the screw for one of the same size from a newer packaging release and was successfully able to complete the procedural step. No patient harm reported. An unknown surgical time delay was reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Additional product codes for this report include hwc. Implant/explant dates: unknown. It is unknown if the complainant part will be returned to the manufacturer for review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history report: manufacturing site sterile part: (B)(4) - manufacturing date: october 14, 2013 - expiry date: october 1, 2023. Part was only packed and sterilized at synthes (B)(4) and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. A review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. Lot number: 7487232 raw material number: (B)(4), manufacture date: september 20, 2013. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.